Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two out of the twenty samples failed with dimensional and visual inspections. Part's required ID measurement is .276" +/- .006". The two parts ID measured .237" and both had size 6.0 mm embossed on the flange. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. Based on the investigation, it is probable that the connectors were mixed at the supplier when the parts were separated during the trimming operation. A notification was sent to the supplier to inform them of the results of this investigation. The issue will be monitored with further actions taken accordingly.